Manufacturer narrative:
Part: 462.728, lot: 5905306, manufacturing site: (B)(4), release to warehouse date: february 16, 2010. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that prior to a surgery on an unknown date, the solid humeral nail (uhn) looked obsoleted and worn down. Another device was used to complete the surgery. There were no adverse consequences to the patient. This report is for a 7.5mm titanium (ti) solid humeral nail 280mm. This is report 1 of 1 for (B)(4).